Event description:
User facility reported post endometrial ablation procedure, patient was hospitalized for a suspected thermal injury. Laparoscopy was performed and minor serosal discoloration was noted. Patient was discharged next day and recovering well.